Event description:
26mm sapien 3 ultra valve, commander ds, esheath as reported by the clinical specialist, during the tf tavr case, the patient had a pre-existing stent present in the rci. The physician thought the esheath had advanced passed the stent and the commander delivery system and 26mm sapien 3 ultra valve were inserted. The physician realized he had not actually passed the stent and they were unable to advance the sheath, delivery system, and valve through the stent. A cutdown was performed and the devices were successfully removed from the patient. Currently, the patient is still in the or and repair is being performed. Status of the patient is pending. Updated information was received from the fcs. Flouro was used for visualization during the case. The s3u valve had exited the sheath and could not advance in the sheath. Repair of the artery with a graft was performed and a new valve was placed through the graft successfully. The patient is stable. Nothing is available for return. Photos have been received. There was heavy thrombus distal aorta and common iliacs with mild to moderate calcium, stent present in right common iliac. Unusually high aortic bifurcation.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Imagery of the patient¿s anatomy was received. Tortuosity and calcification were noted in the area where tracking and withdrawal difficulties occurred (right common iliac). Additionally, the access vessel mld is undersized. An image of the valve was provided that appears to show the frame damaged during the explant process. Additionally, imagery of the valve, delivery system, and esheath within the patient was provided. When the valve and delivery system were located past the sheath distal tip they were not coaxial with the tip. The flex tip was not flush against the valve and the valve was on the working length of the inflation balloon, distal to the alignment markers. This position suggests that this may have been during device retrieval. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed on the components which could have contributed to the complaint event. These work orders did not reveal any manufacturing related issues that would have contributed to the complaints. A lot history review was performed and revealed no other relative complaints. A review of complaint history from march 2019 to february 2020 revealed additional complaints for the commander delivery system. The complaints were reviewed based on similar reported events and associated root causes and evaluation codes. Tracking difficulty events were either unable to be confirmed or information provided indicated they occurred due to patient factors. Similarly, complaints related to withdrawal difficulty were either able to be confirmed, occurred due to patient factors, or were a result of customer use/handling. A review of complaint history revealed that the complaint occurrence rate did not exceed the february 2020 control limits. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. The operator is instructed to always observe fluoroscopy during insertion of the sheath. The position of the sheath tip should be confirmed prior to the insertion of the delivery system through the sheath. During withdrawal, the operator is told to ensure the thv is centered on the flex tip and the delivery system is locked. Confirm that the flex catheter is unflexed, then retract the thv and delivery system in the sheath, ensuring the thv is completely inside the sheath, just past the sheath tip. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were able to be confirmed based on the imagery provided. The device was not available for evaluation. As a result, presence of manufacturing non-conformances was unable to be determined. However, a review of lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. As reported, ¿the patient had a pre-existing stent present in the rci. The physician thought the esheath had advanced passed the stent and the commander delivery system and 26mm sapien 3 ultra valve were inserted. The physician realized he had not actually passed the stent¿. This statement indicates that the sheath tip was not positioned past the aortic bifurcation prior to thv advancement, as instructed in training materials. Based on provided information, the following patient/procedural factors may have additionally contributed to tracking difficulty: access vessel was tortuous. Tortuosity can present difficult bend angles for the devices to overcome access vessel was calcified and undersized. An undersized and calcified vessel may not expand to accommodate the devices access vessel contained pre-existing stent. The stent may have presented interference from advancing the thv/delivery system further. Based on flex tip and thv positioning, the thv may have been crimped on the inflation balloon rather than the crimp balloon. This can result in larger than intended thv profiles for tracking through the access vessel. Vessel tortuosity may potentially lead to non-coaxial retrieval of the thv with the sheath tip, as observed in the imagery provided. Non-coaxial retrieval may result in the thv getting caught on the sheath tip, preventing withdrawal of the device. Available information suggests that patient/procedural factors (sheath tip not positioned past bifurcation, pre-existing iliac stent, undersized/tortuous/calcified access vessel) may have contributed to the resistance, and patient factors (tortuous vessel) may have contributed to the retrieval difficulty. Since no confirmed edwards defect was identified in the evaluation, no preventative or corrective actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.